Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set changes were performed to address the occlusions and the issue continued. Customer's blood glucose (bg) level was 400 mg/dl and low levels of ketones. A manual injection was administered to address bg. During troubleshooting, a new cartridge was loaded and the pump performed as intended.